Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood leakage and pooling occurred an unspecified number of times resulting in sample recollection. Additionally, in one of these instances where blood pooling occurred, the nurse was only able to obtain 0.5ml of blood. No adverse impact was reported regarding the patient or user.